Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, additional information was provided on (B)(6) 2024. It was reported that the patient went to the hospital on (B)(6) 2024 early in the morning and was discharged on (B)(6) 2024 mid day. No additional patient or event information is available.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6)2024. On the day of the event, in the early morning, the patient´s mother found the patient vomiting in the toilet. A fingerstick was taken and the cgm was reading 8.0 mmol/l and the blood glucose reading was 20.0 mmol/l. Ketones were also checked and were 7.6 mmol/l. The patient was brought to the hospital and received treatment with intravenous insulin. The patient stayed overnight and was discharged the day after the event around the middle of the day. At the time of the report the patient was stable. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.